Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 23:35:31. During night drain cycle one, the patient's ultrafiltration reading was 1695ml, indicating the home patient (hp) drained 1695ml more than their maximum programmed fill volume of 2200ml. No further information was available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. All returned hc devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs. The cause was determined to be unexpected high ultrafiltration relative to other therapies. If additional relevant information is obtained, then a follow-up MDR will be submitted.